Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information fragment was generated from the tip of guide 1.1. The fragment of the tip of the guide was inside the bone and the other part of the guide was removed with the drill. Part of the guide tip could not be completely removed. The surgery was completed successfully without delay. Patient with proximal ulna fracture. With a reduction of fragment in the epicondyle satisfactorily.

Manufacturer narrative:
510k: this report is for an unknown k-wire guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, the cannulated drill bit broke when drilling and passing it through the threaded guide wire. It stayed inside the drill when the tip broke. The surgeon was unable to remove the guide from the drill, and it was decided to leave the fragment in the patient. No further information provided. Unknown drill(part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - guide/compression/k-wires. This is report 2 of 2 for (B)(4).